Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The 6 x 20 mm armada 35 balloon was advanced, but resistance was noted with the 6f introducer sheath; therefore, the balloon was removed. During removal, resistance was met with the sheath again. The 4 x 20 mm armada 35 balloon was then advanced; however, this balloon also met resistance with the sheath during advancement and removal. A non-abbott balloon was used to complete the procedure successfully. It was noted that both armanda balloons were prepped per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada device is being filed under a separate medwatch report. The device was returned for analysis. The resistance with the introducer sheath was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.